Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction to section b adverse event or product problem. Field b5, describe event or problem.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.